Event description:
The facility reported a colleague infusion pump with a bad display. This event occurred upon power up; however, it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a bad display was confirmed and reproduced by a baxter service technician. This condition was caused by an inoperable main display. The pump's main display was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.